Event description:
During preventive maintenance stryker observed that the customer's device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. The device was also not powering on when the lid opened. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device was missing its lid magnet and that the device was not powering on when the lid opened. After replacing the lid, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.